Event description:
A customer reported a system error (se) 2240 (air in line) alarm on the homechoice (hc) machine, during use. The home patient (hp) stated that all of the bags were not properly connected. The hp stated that the heater bag had become disconnected and they reconnected it. Proper procedures were reviewed with the hp. There was patient involvement, however no patient injury nor medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available, therefore the condition could not be confirmed. The cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.